Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received reporting a needlestick incident took place at the user facility. The full report stated, "when removing the needle from the portal site, the user lifted a safety arm to the lock position but the safety lock was suddenly unlocked and the user experienced the needle-stick." The reporter had no further information and stated that the product has been sent for investigation.